Manufacturer narrative:
The device was received not deployed. The download data shows that a drive stall occurred during second prime preventing the firing flat of the ratchet gear from lining up with the release bar at the end of second prime. This drive stall resulted in the needle mechanism not deploying. He device was reset. The device was paired with the master pdm but suffered a systems error before the 5u bolus could be initiated. The device was unable to be successfully rerun. Inspection of the drive mechanism found no issues that would result in a drive stall. The sma assembly was measured and found to be out of specification. It could not be conclusively determined if this contributed to the reported event. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.